Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump found that there was corrosion/wear/lubrication on the gear train. Analysis also found that there was a stall due to shaft-bearing.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving bupivacaine [15 mg/ml] at a dose of 8.056 mg/day and morphine [20 mg/ml] at a dose of 10.742 mg/day via an implantable pump for non-malignant pain. It was reported on (B)(6) 2017 that a motor stall was seen at initial interrogation and the patient did not recently have magnetic resonance imaging (MRI). It was indicated that the pump status and event log report motor stall occurred on (B)(6) 2017 at 07:11 and was an active motor stall. It was reported that the hcp had ruled out electromagnetic interference and magnets sources. No symptoms were reported. It was noted that the patient¿s pump had 24 months until the elective replacement indicator. Information was also received from another hcp via a manufacturer¿s representative on (B)(4) 2017. It was reported that the patient noticed the pump alarming early thursday morning on (B)(6) 2017. The patient came into the clinic for assessment and it was determined a motor stall had occurred after interrogating the pump. It was indicated that there were no symptoms of increased pain or withdrawal at the time. It was noted that the patient had a severe fall on the side of the pump (right) on the saturday prior to the pump alarming and motor stall. It was stated that no diagnostics or troubleshooting was performed. It was reported that as interventions/actions taken to resolve the issue the patient was admitted to the emergency room late afternoon of (B)(6) 2017 after the motor stall occurred but had just eaten so the pump replacement was not done until 4:30 a.m. Of (B)(6) 2017. Surgical intervention occurred as the pump was replaced without difficulty and the catheter aspirated easily and without difficulty during the procedure. It was indicate that the pump would be returned for analysis and that the telemetry strip would be sent with the returned pump. It was noted that no drug was withdrawn from the reservoir at the time of the event and that the pump alarms were silenced by the representative before returning. At the time of the report the issue was resolved and the patient status was ¿alive ¿ no injury¿ (note the report that the patient status was with no injury is conflicting with the previous report that surgical intervention occurred).

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. The previously applied conclusion code is no longer applicable.

Event description:
The manufacturer received the pump for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.